Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned severed in three segments. Microscopic visual inspection of the segment with the proximal sensing ring noted that the inner insulation of the electrode has striation markings radiating outward from specific areas in the insulation, consistent with localized fatigue due to repetitive stressors/movement. The same location was viewed in further detail using a scanning electron microscope (sem) and confirmed evidence of cyclical fatigue in the insulation from a specific initiation point, which eventually led to a break in the electrode's insulation and conductor coils in this location.

Event description:
It was reported that the patient implanted with this subcutaneous electrode reported hearing beeping tones from the device and presented for a device check. Interrogation revealed a high impedance error code. An x-ray was performed to evaluate the system and the electrode was observed to be fractured. The electrode was explanted and replaced, and the device remains in service with the new electrode. It was later reported that the patient had been skiing near the time the hi error was recorded. No adverse patient effects were reported.